Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had his first ins removed because it only lasted about a month. The healthcare provider realized that the battery died and needed to be replaced. No further complications were reported.